Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause could not be determined. A review of the complaint database and device history record could not be performed as a lot number was not provided.

Event description:
The account alleges that on friday, on (B)(6) 2025, following a hiatal hernia repair [hhr] procedure without complications. The physician followed up with an egd and balloon dilation without incident. A tif procedure was then performed on the elderly female patient. The physician was cautioned before this case to abort the case if significant resistance was felt upon the introduction of the device. He was also advised to rock the device from side to side a little to help overcome any resistance. The esophyx device (r2275 esophyx serosa fuse implantable fastener kit) was prepped with mineral oil on the inside and a generous amount of surgical lubricant on the outside. The device was then inserted through an olympus h190 adult endoscope. A jaw thrust maneuver was obtained from anesthesia. The device was then introduced by the physician along with the endoscope. The physician again experienced some resistance and had to use significant forward pressure at the mid-esophagus. After several advances of the device against significant resistance, the device then popped free at the mid-esophagus and was successfully advanced into the patient's stomach. The tif procedure was completed without issue. Upon withdrawal of the device, significant abrasions were noted near the patient's cricopharyngeal muscle/cartilage near the pharynx at the upper esophageal sphincter (ues). A subsequent egd revealed significant gi abrasions and scrapes. No bleeding was noticed. Ugi with contrast was performed that same afternoon, with no leakage of barium fluid identified. An esophageal perforation could not be detected. The patient was discharged on (B)(6) 2025. The next day, saturday, on (B)(6), the patient returned to the hospital. An esophageal perforation was detected this time on the patient's upper esophagus. It was discovered that on (B)(6), imaging had only viewed the patient's lower esophagus, not her upper esophagus. The esophageal perforation was small and contained. The patient was admitted for observation. No medical or surgical intervention required.